Manufacturer narrative:
It was reported by an onkos sale representative, (B)(6), that a 71-year-old female patient underwent a revision surgery on (B)(6) 2023 due to an alleged infection of an eleos right proximal femur replacement. During the washout, the following previously implanted eleos devices were revised: 40mm male-female midsection, 40mm male-female midsection, 70mm male-female midsection, 98mm proximal femur. All inspection and manufacturing data was reviewed for the eleos implants; the lots were found to be conforming to specifications and no manufacturing abnormalities related to this complaint were observed. As detailed in section 3.5, the IFU and surgical technique documentation identifies elements such as patient contraindications, patient selection factors, surgical procedures/techniques and other precautions/conditions that may contribute to adverse effects. The root cause of this complaint was not determined. Based on the review of device history records, the investigation concluded that the root cause of the infection was not related to the design, manufacture, and/or sterilization of the eleos implants. The following mdrs were submitted as part of this complaint: 3013450937-2023-00314; 3013450937-2023-00315; 3013450937-2023-00316; 3013450937-2023-00317; 3013450937-2023-00318; 3013450937-2023-00319; 3013450937-2023-00320.

Event description:
It was reported by an onkos sale representative, t. Catalano, that a 71-year-old female patient underwent a revision surgery on (B)(6) 2023 due to an alleged infection of an eleos right proximal femur replacement. During the washout, the following previously implanted eleos devices were revised: 40mm male-female midsection, 40mm male-female midsection, 70mm male-female midsection, 98mm proximal femur.

Manufacturer narrative:
The investigation is in progress, additional information for this event is not known at this time, if additional information is received, a supplemental report will be submitted accordingly. The following additional mdrs were also submitted: 3013450937-2023-00315, 3013450937-2023-00316, 3013450937-2023-00317, 3013450937-2023-00318, 3013450937-2023-00319, 3013450937-2023-00320.

Event description:
This patient was washed-out and some of the original components were replaced as a precaution to address the potential infection. The original surgery was done on 8/7.